Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, lot number: 19180076 product ID: 9735773, lot number: 1924 h3: the uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. No failure was found with the ups. The battery was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed with the returned battery. The battery would not hold a charge. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the issue occurred intra-operatively during a lumbar fusion. The reported issue caused a twenty-minute delay. It was clarified that system was plugged in at the time of the event.

Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout after parts were replaced. Concomitant medical products: other relevant device(s) are: product ID: 9735787 product ID: 9735773. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a procedure the system shut down unexpectedly after being on for an hour to an hour and a half. Another navigation system was brought in for the rest of the procedure. However, the new stealth experienced the same issue of shutting down unexpectedly after about an hour toan hour and a half. The rep reported that they were able to replicate the behavior. The main cart powered off after some time and the camera cart remained powered on running on backup battery. The rep felt the battery and it was warm to the touch. They disconnected the battery from the ups in the meantime. There was no impact to the patient.